Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation underneath the back therapy electrodes. Skin was described to be raw, itchy, and painful underneath the back therapy electrodes. It got worse and the skin started to split open. The patient's pa prescribed a cream and their doctor prescribed a corn starch based powder. During a follow-up, it was reported that the patient's irritation improved after using the corn starch.